Event description:
Patient presented to the physician with redness and drainage at the neck incision site. Cultures were obtained, and the results were positive for infection. Physician prescribed multiple courses of antibiotics and referred the patient to an infectious disease specialist for further evaluation.